Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain / abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, medical device discomfort, heavy menstrual bleeding and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, heavy menstrual bleeding and medical device discomfort to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 discrepancy as per pif 6 trailing coils on both left and right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain / abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, medical device discomfort, heavy menstrual bleeding and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, heavy menstrual bleeding and medical device discomfort to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 discrepancy as per pif 6 trailing coils on both left and right side. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received. Reporter information, medical history, removal details added. Removal surgery added for event abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.